Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed sensing issues on the discrimination channel and oversensing on the implantable cardioverter defibrillator(ICD). Programming changes were performed to resolve the issue. There were no patient consequences.